Manufacturer narrative:
The patient sample was not received for investigation. The cause of the event could not be determined. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. Product labeling states "method comparison - relative sensitivity and specificity after resolution: study 1 n = 785; relative sensitivity % - 95.3 (162/170); lower confidence limit % - 91.7; relative specificity % - 98.8 (595/602); lower confidence limit % - 97.8. Study 2 n = 390; relative sensitivity % - 98.8 (83/84); lower confidence limit % - 94.5; relative specificity % - 99.7 (294/295); lower confidence limit % - 98.4." The reagent performs within specification. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter received questionable elecsys toxo igm (toxo igm) results from an unspecified number of patient samples tested on the cobas 8000 e 801 msb/msbl with serial number (B)(4). The reporter complained of an increasing number of borderline or weakly positive results for toxo igm with the reported lot number. The patient sample was rerun using a different reagent lot number and on a vidas analyzer. The reporter was able to provide one example of a questionable result. The initial result was not reported outside of the laboratory. The initial result using reagent lot number 671956 is 2.2. The first repeat result from the vidas analyzer was "negative". The second repeat result using reagent lot number 652164 is 0.247. The repeat result was deemed correct.